Event description:
Boston scientific received info that this lead had displayed a loss of capture a few months following implant. It was displaying sensing an atrial and ventricle signal. The physician concluded the lead had pulled back from it's original position and became dislodged. The lead was repositioned back to the ventricular apex and adequate testing results were noted. There were no adverse pt effects reported. The lead was successfully repositioned and remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis if therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.